Manufacturer narrative:
Age at time of event: early 60's. (B)(4).

Event description:
Same case as 2134265-2018-02371. It was reported st elevation and a likely air embolism occurred. During ablation with an intellanav oi ablation catheter, the bubble detector on the metriq pump alarmed. The bubble was addressed by stopping ablation, removing the catheter from the body, dislodging any bubbles in the pump tubing, and flushing the catheter with 75 ml. The pump was then placed in standby flow and reinserted into the body. The physician noticed st elevation and a drop in blood pressure; it was unclear if this occurred before or during initial ablation. The physician indicated it was likely an air embolism. The patient was examined using ultrasound, but no further interventions took place. The catheter was removed from the patient and exchanged for another boston scientific ablation catheter. The case ended successfully and the patient left the room in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: the returned device passed all electrical testing; continuity checks revealed no electrical opens or shorts, and all electrode, thermocouple, and sensor resistance measurements were within specification. The steering knob and tension control knob functioned properly in both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified using a maestro generator, metriq pump, and a tank of saline (37 degrees celsius). Three ablation tests were performed and no error codes or alarms occurred; the device was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.updated: device evaluated by MFR.; eval summary attached; method codes, result codes, conclusion codes.bsc ID a00710019 / tw5080107

Event description:
Same case as 2134265-2018-02371. It was reported st elevation and a likely air embolism occurred. During ablation with an intellanav oi ablation catheter, the bubble detector on the metriq pump alarmed. The bubble was addressed by stopping ablation, removing the catheter from the body, dislodging any bubbles in the pump tubing, and flushing the catheter with 75ml. The pump was then placed in standby flow and reinserted into the body. The physician noticed st elevation and a drop in blood pressure; it was unclear if this occurred before or during initial ablation. The physician indicated it was likely an air embolism. The patient was examined using ultrasound, but no further interventions took place. The catheter was removed from the patient and exchanged for another boston scientific ablation catheter. The case ended successfully and the patient left the room in stable condition.